Event description:
It was reported that during a tfna case, after using the lateral cortex opening drill bit and tapered stepped reamer, metal shavings were observed in the proximal femur and around the lateral cortex opening drill bit, and the guidewire was noted to be slightly bent. The surgeon elected to leave the metal shavings and nail in situ and requested testing of the lateral cortex opener drill bit and guide sleeve to determine the source of the shavings. The tfna fem nail was implanted. There were no patient consequences. Upon manufacturers investigation the device was noted to have grooves in the internal surface.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: h3, h6: part #: 03.037.017. Lot #: l166732. Manufacturing site: werk bettlach. Release to warehouse date: 19 oct 2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual analysis of the x-ray revealed that only a part of the guide sleeve yell was observed and is not possible determine damages. No other observation pertaining to the nature of the reported event could be identified. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that guide sleeve yell was observed with signs of normal usage and the color markings were missing. In addition, the proximal interior of the shaft was inspected, and material loss on the surface was confirmed. The internal surface showed grooves that may have been caused by contact with an instrument, which may support the embedded device condition observed in the photo provide. Fragments were not received. Potential cause for color markings missing condition can be traced to maintenance and/or sterilization procedures, however, with available information the complete potential cause can not be determined. According to the document cleaning and sterilization instructions the following precautions should be taken: all devices must be thoroughly cleaned and inspected prior to sterilization. Long, narrow lumens, blind holes, moving and intricate parts require particular attention during cleaning and inspection. During cleaning, only use cleaning agents that are labelled for use on medical devices and in accordance with the manufacturer¿s instructions (e.g. Temperature, contact time, and rinse time). Cleaning agents with a used dilution ph of within 7¿9.5 are recommended. Highly alkaline conditions (ph >11) can damage components/devices, such as aluminum materials. Do not use saline, environmental disinfection (including chlorine solutions) or surgical antiseptics (such as iodine- or chlorhexidine-containing products). Do not use a cleaning aid that can damage the surface of instruments such as steel wool, abrasive cleaners or wire brushes. Broken: the observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. Properly handling and attention to the approved use of the device diminishes the risk of failure. A dimensional inspection and functional test were not performed as it is not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of guide sleeve yell would have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is required. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.